Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experiencing elevated blood glucose level of 492 mg/dl during call; took correction of 7 units of insulin without success. Caller alleges patient has changed cannula wrongly; was bent. Caller reported taking patient to the hospital; received serum and endovenous insulin. Requested return of the alleged device for evaluation.